Manufacturer narrative:
H.6. Investigation: one sample was returned for investigation. Upon visually inspecting the product, damage was observed on the barrel near the barrel flags and plunger nerves. A device history review was performed for reported lot 1901304, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. The damage noted is consistent with the assembly wheels that guide the barrel in the machine. While we could not identify a direct issue, it was determined this instance likely occurred as a result of the product jamming within the manufacturing equipment. Product is subject to both visual and functional inspections throughout the manufacturing process.

Event description:
Ref: 300613 - lot: 1901304. It was reported that during use of the bd plastipak¿ syringe the base of the syringe was crushed. Foreign complaint the following information was provided by the initial reporter, translated from french to english: description: damaged syringe, crushed base. This incident occurred in anesthesia cardiac surgery on (B)(6) 2019.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Ref: 300613, lot: 1901304. It was reported that during use of the bd plastipakâ¿¢ syringe the base of the syringe was crushed. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: description: damaged syringe, crushed base. This incident occurred in anesthesia cardiac surgery on (B)(6) 2019.